Event description:
It was reported that the patient presented with ed and underwent implantation of malleable prosthesis. During implantation of the left cylinder, the outer runner layer of the cylinder ripped. It was removed, and replaced with a new prosthesis as a precaution. No further complications. Further information was requested and not yet received. Should additional relevant details become available, a supplemental report will be submitted. Additional information received indicated the cylinder layer seemed to rip as the physician was bending it to implant in the right corpora.

Manufacturer narrative:
The complaint component was returned and analyzed, and the reported allegation of cylinder break was confirmed via product analysis. Cylinder was functional. Based on a thorough review of the reported complaint, the most probable cause for this complaint was considered unintended use error caused or contributed to event. This complaint investigation conclusion code is utilized for the interaction between the user and device, or sample, caused or contributed to the error. This includes unintended inappropriate use of the device and incorrect sample preparation. Based on the results of this investigation, no escalation is necessary.

Event description:
It was reported that the patient presented with ed and underwent implantation of malleable prosthesis. During implantation of the left cylinder, the outer runner layer of the cylinder ripped. It was removed, and replaced with a new prosthesis as a precaution. No further complications. Further information was requested and not yet received. Should additional relevant details become available, a supplemental report will be submitted. Additional information received indicated the cylinder layer seemed to rip as the physician was bending it to implant in the right corpora.